Event description:
Additional information received reported an x-ray was performed and confirmed the patient's lead was in the original position and had not moved. Per the physician, no infection was reported.

Manufacturer narrative:
Product ID 3093-28 lot# v610455 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).

Event description:
It was reported that the patient's noticed that her lead had migrated around (B)(6), 2012. The patient reported that even with stimulation turned off, every time she moved, her body went into seizures, her leg jerked and she was in great pain. She added that her legs were like "jello" and that she dropped to the floor. The patient noted that she received great relief for about 2 weeks with her implant, then the device started to move on her and she lost therapy. On (B)(6), that hcp revised and anchored the device, but the physician did not think the lead had migrated. As a result of not having therapy, patient said she had been septic from multiple urinary infections and since she has lupus, it takes her a long time to recover from each infection. Additional information has been requested, but was not available as of the date of this report.